Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of malposition of device and hole/perforated were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported malposition of device is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) sustained a bladder injury during a separate procedure, which affected reservoir placement. A surgical procedure was performed to repair the bladder and remove the reservoir. The cylinders remained implanted and were capped. Four months later, the patient returned for replacement of the reservoir and remaining ipp components. Upon removal, wear and tear were identified on the cylinders. No additional patient complications were documented.

Manufacturer narrative:
Correction to field h6: patient codes. Correction to field h6: device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported malposition of the device is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) sustained a bladder injury during another procedure. The injury affected reservoir placement. A surgical procedure was performed to repair the bladder and remove the reservoir. The cylinders remained implanted and were capped. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) sustained a bladder injury during another procedure. The injury affected reservoir placement. A surgical procedure was performed to repair the bladder and remove the reservoir. The cylinders remained implanted and were capped. No additional patient complications were reported.